Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) opened the graphic user interface (gui) and cleaned the touchscreen printed circuit board (pcb) and found it working properly.

Event description:
It was reported that an 840 ventilator during set up had low fio2 screen blocked alarm. No patient involvement.